Event description:
Invacare pro manual wheelchair. Model ato prox4s. The arm rests have broken and been replaced many times in a very short time. Usually they last only a few weeks. They always snap and break at the critical times, when transferring to bed or adjusting position in the chair. Once I ended up on tumbling on the floor, and another just a minor cut. Three weeks ago, a bolt that holds the footrests -hangers- in place broke off while I was moving and one of my legs fell off and under the chair. There was no unusual stress on the bracket when this happened. I was lucky to end up with only a slightly twisted ankle and not a broken leg. For a chair only two years old, I seem to get very little use. The invacare web site has a serial number lookup and will tell you the dealer who sold the chair. They or medicare should be able to provide the history of repairs.